Event description:
Customer reported via phone call to have had low blood glucose of 19 mg/dl, which was treated with glucose. Paramedics were called and customer was treated on (B)(6), 2015. Customer states that sensor would not calibrate and sensor was removed. Customer was on steroids and believes that low blood glucose was caused by there being no more steroids left in the body. Customer declined troubleshooting and reports of not being able to describe state of drive support cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.